Manufacturer narrative:
Concomitant medical products: 693565, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead remains in use. It was further reported that the device provided anti-tachycardia pacing (atp) inappropriately due to far field r-wave (ffrw) oversensing on the competitor right atrial (ra) lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.